Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned with the helix mechanism in a retracted position, and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing of the helix mechanism did not pass inspection due to the helix housing being clogged with dried blood/body fluid. Laboratory analysis concluded that unintended use error was the likely cause of the reported clinical observation of the damaged/defective allegation (auto-extension of the helix). The most likely cause is manual manipulation of the lead, such as rotation of the lead body as the physician handled and advanced the lead. The helix can become unintentionally extended or retracted if the lead body is rotated while the terminal pin (likely with the fixation tool attached) is held stationary.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was inserted into the patient, the physician observed that the helix mechanism had self-extended, resulting in a punctured blood vessel, almost causing an aortic dissection. The physician immediately operated the helix mechanism by retracting it and withdrew the lead from the patient. The procedure was completed by using a competitor's lead and pacemaker. It was noted that prior to the procedure, the physician did not perform testing of the helix mechanism or perform a visual inspection prior to insertion. No additional adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was inserted into the patient, the physician observed that the helix mechanism had self-extended. This resulted in a punctured blood vessel, almost causing an aortic dissection. The physician immediately operated the helix mechanism by retracting it and withdrew the lead from the patient. No further medical or surgical intervention was performed. The procedure was completed by using a competitor's lead and pacemaker. It was noted that prior to the procedure, the physician did not do a visual inspection of the lead or perform testing of the helix mechanism prior to insertion. No additional adverse patient effects were reported. This lead is expected for return.